Event description:
The customer stated that the clinical chemistry creatine kinase reagent lot #52044hw00 is producing half the expected value for biorad quality control lot #14150. The issue was unresolved after replacing the lamp and recalibrating. When the old reagent was reinstalled and recalibrated, quality control results were back in range. There was no impact to pt management reported.

Manufacturer narrative:
An investigation has determined that some cartridges with ck lot #52044hw00, expiration october 19, 2007, may cause decreased qc and / or pt results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect csystems. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.